Event description:
The customer originally reported that the device would not work. Another device was used instead. Upon receipt for investigation on (B)(6) 2015 it was noted that there was one broken and missing snap pin. Multiple attempts to obtain additional information from the site were unsuccessful. The location of the missing snap pin is unknown.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. An additional failure was found that did not contribute to the reported condition. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.